Event description:
This lead was implanted on (B)(6)2003 and explanted on (B)(6)2012 due to cracked insulation. The procedure took place at yuma regional medical center with dr. David meyer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)